Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with insulin. Reportedly, the cartridge was filled with approximately 200-250 units of insulin. In addition, the customer reported receiving an inaccurate fill estimate. The customer was unable to complete troubleshooting during the time of the call, and confirmed that the customer would call back at a later time. The customer's blood glucose level was 182 mg/dl, which was addressed with a bolus. Although requested, no additional information was provided regarding the reported event.